Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. Further review of the errors it was found that unit displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.

Manufacturer narrative:
This unit was return to service center and the service technician replaced data acquisition to motor controller cable , gas delivery system and filter to address the reported issue.

Manufacturer narrative:
Root cause: failure analysis on the returned gas delivery system shows that the gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated.